Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact on the customers blood glucose level. The customer declined to continue troubleshooting, therefore no additional information was received.